Manufacturer narrative:
Device passed the rewind, basic occlusion, prime or a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error. The customer's parent was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer's parent was able to complete pump rewind. The displacement test and manual prime were successful. The customer's parent stated that the customer's most recent blood glucose was 540 mg/dl but declined troubleshooting for the high reading. The insulin pump will not be returned for analysis.